Manufacturer narrative:
The device was returned for evaluation. The base handle was closed without the 6-inch transitional installed and deformed the handle hole. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI #: (B)(4).

Event description:
A biomedical technician reported that the transitional portion of the a2101 mayfield ultra base unit was hard to move. There was no known patient injury or surgery delay.